Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to helix extension/retraction issues. In addition to the helix issues, during attempted lead placement, the physician observed high out of range pacing impedances and high pacing thresholds being exhibited by the rv lead. The physician decided to remove the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to helix extension/retraction issues. In addition to the helix issues, during attempted lead placement, the physician observed high out of range pacing impedances and high pacing thresholds being exhibited by the rv lead. The physician decided to remove the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported.